Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual examination of the returned item exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to user not following proper disassembly technique during cleaning. Persona tibial articular surface provisional (tasp) disassembly instructions, provides instruction on how to disassemble the construct before cleaning. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial left total knee arthroplasty, the tibial articular surface provisional instrument was fractured. It was reported that the instrument was not properly removed during trailing, however there was no patient impact or surgical delay as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.